Event description:
It was reported by service report that there were cracks in the outer base tube weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment.